Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d10: model number/catalog number: 1201, serial number: unknown, batch/lot number: unknown, model/catalog description: tined lead. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator observed a red light on their remote control and a return of bladder symptoms of incontinence and urgency. Troubleshooting efforts over the phone were unsuccessful and in person all electrodes were showing open impedances. The representative was unable to reinstate the patient's therapy, and the patient will need a revision. The patient had the neurostimulator and tined lead revised. There was no additional patient complications reported.